Event description:
The customer tested his blood glucose using his contour next link and contour next . There was a 40 mg/dl difference between readings. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. New strips were sent to him.